Event description:
The report received from the affiliate indicated the patient was included in a clinical study. The information received indicated that approximately four (4) hours after the index procedure for precise carotid stent placement, the patient developed hypotension. The patient was treated by the administration of low molecular dextran and the patient's blood pressure soon returned to normal. The patient demonstrated no neurological deficits/symptoms and is currently out of the hospital. The physician's comment regarding the event was that it was likely due to carotid sinus reflex by the stent placement. The procedure was elective. The patient was asymptomatic. An angioguard embolic protection device was used during the procedure. The lesion was pre-dilated with an unknown 4 mm balloon catheter at 6 atm. A precise 9 x 40 mm stent was implanted in the left internal common carotid artery. The left internal common carotid artery target lesion was reported to be: mildly calcified, not tortuous, and an 82% stenosis. The stent was post-dilated with an unknown 4.5 mm balloon catheter at 4 atm.

Manufacturer narrative:
The product is not available for evaluation and testing. This study patient underwent carotid artery stent implantation and post index procedure developed hypotension. This is a male with medical history including hypertension, hyperlipidemia, arteriosclerosis obliterans, and un-ruptured cerebral aneurysm. The target lesion was left internal carotid artery described as mildly calcified, non-tortuous and 82% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. Four hours after the index procedure, the patient developed hypotension, low molecular weight dextran was given IV and the blood pressure returned to normal values. According to the physician, this likely occurred due to carotid sinus reflex from the stent placement. There was no report of injury for the patient. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst test passed. Review of lot 13391695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were found for lot 13391695. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Please note that this is the initial/final report for this product.